Event description:
The device was used during a laparoscopic cholecystectomy, event date in 8/97. It was reported the clips spit from the jaws when feeding. This device was from an fdc32. Another instrument was opened and the procedure was completed without incident. There was no consequence to the pt.